Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system interconnect cable and the lemo connector were loose and defective. They were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 intermittently would not initialize. There was no adverse pt involvement reported. There was no pt info reported.